Event description:
Upon catheter insertion attempt, more than usual resistance was met. When trying to remove the stylet, the crna had difficulty getting it to slip out; catheter was partially dislodged and was noted the stylet had passed in & out of the tubing causing a small tear. Catheter removed intact.